Event description:
(B)(4). My gynecologist doctor recommended the essure device as a birth control since I was having an ablasha procedure due to heavy bleeding. I did not want anymore children and he recommended essure. He said my periods could stop or light up a lot due to the abasha. It lightened up for about 6 months but now I have 10 day periods every 2-3 weeks. Ever since I have had the device I have complained during my annual appts telling him that something wasn't right within my body and I wanted the device taken out, but my doctor told me I am fine and he doesn't remove them. I am currently trying to find a new gynecologist. I have had a dull ache to intense sharp pains in my sides like appendicitis where I have gone to prompt care and/or emergency room. I have had pain in my back and hips. I've had headaches, my hair hurts with hair loss, weight gain, brain fog, and face numbness. I was always very healthy with no complaints, but anymore I never feel good. Because the doctors aren't able to find the source of my pains/complaints I feel like they think I am crazy.

Event description:
(B)(4). I forgot to mention my face tingling, lightheadedness, nausea and dizziness that made me feel like I was going to pass out recently.